Event description:
It was reported that the customer had excessive no delivery alarms on the insulin pump. Customer stated that it happens from time to time, but the pump is fine. Customer does not use the continuous glucose monitoring system. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.